Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Almost choked [choking sensation] (lower brush came off)...swallowed it...tip was stuck at the bottom of throat [foreign body in throat] lower brush that wore came off - oral-b [device breakage] case narrative: a spontaneous report was received via e-mail on 06-jan-2023 from a parent stating that the "lower brush that wore" came off of their daughter's (female of unspecified age) oral-b power power oral care refills dual action eb417 and she swallowed it (on an unspecified date). The tip was stuck at the bottom of her throat and she almost choked (on an unspecified date). They immediately gave several strikes on her back to make her spit it out. She began using the product on an unspecified date and continued usage of the product was not specified. Additional product usage details were not specified. The adverse event outcomes were: almost choked - unknown; foreign body in throat - recovered. Relevant history: none reported. Exact product used previously: unknown. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. The case outcome was improved. No further information was provided. 09-jan-2023 follow up via phone: the parent reported that the lower part detached and got stuck in their 12 year old daughter's throat, but they "hit her back and it went away." The adverse event outcomes remained the same. Relevant history: before, she had the "small, round, red one." The case outcome remained improved. No further information was provided.